Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
This procedure was part of (B)(4). The cas procedure was performed on (B)(6) 2012. On (B)(6) 2012, the patient returned with a minor ischemic stroke and was treated with a CT scan, medication and an echocardiogram. The symptoms resolved by (B)(6) 2012. Then on (B)(6) 2012, the patient expired. Per the clinical event committee ((B)(4)) the death was cardiac related and not related to the protege rx and spiderfx. Please reference MDR 2183870-2013-00011 for the protege rx used in the cas procedure.